Event description:
Customer reported the insulin pump alarmed button error and it had water in the lcd screen. Customer stated he took a shower and when he was going to put the device back on he noticed the water and the button error. Customer reported there was steam in the shower. Customer was advised to revert to back up plan.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, up arrow button did not response, due to corroded keypad trace. Unable to verify battery out limit alarm, due to unresponsive button. Insulin pump had moisture damage on electronics. Insulin pump had deep scratches on display window and cracked reservoir tube lip.